Event description:
Customer reported via phone call that they were unable to upload the information from the insulin pump. Customer stated that the upload failed the first time, possibly due to a slow internet connection. The second attempt the customer received a transfer failed after 100 percent possibly due to his carelink account being old. A new account was created and received another transfer failed. It was verified that the insulin pump had error alarms. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Insulin pump download properly, however several displayable history check failed on startup alarms found in the alarm history screen due to corrupted history file. Insulin pump received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.